Manufacturer narrative:
Summary of event: as reported, during a procedure involving angiography of the inferior vena cava and hepatic vein with hepatic vein dilation in a patient with budd-chiari syndrome, the tip of a performer introducer separated. The device was inserted into the left common femoral vein, which was described as normal, without scarring or distortion. The device was used to access the inferior vena cava. Resistance was not encountered during insertion or removal of the device. Multiple balloons were used (cook devices as well as balloons made by other manufacturers) to dilate the hepatic vein. The dilator was reinserted, and the introducer was removed from the patient. After removal, the user noted that the device was approximately three-centimeters shorter than it was at the beginning of the procedure, and the end was uneven. The user searched on and around the operating table; however, the tip was not located. Fluoroscopy was then used to image the entire body and radiology was consulted for an ultrasound of the systemic arteries and veins, but the separated tip was not found within the patient. An emergent CT scan was performed; however, a foreign body was not identified within the patient. The patient was discharged in good condition. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. One relevant non-conformance was noted on a subassembly lot; however, all affected product was scrapped, and 100% inspections are in place to capture the non-conformance. The product IFU cautions ¿when puncturing, suturing, or incising the tissue near the introducer, use caution to avoid damaging the introducer.¿ the IFU instructs the user to inspect the product upon removal from the package, to ensure no damage has occurred. The information provided upon review of the complaint file, dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that non-conforming product exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the complaint device contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Name and address: (B)(6) hospital. PMA/510(k) #: k171999. This report includes information known at this time. A follow up report will be submitted, should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angiography of the inferior vena cava and hepatic vein with hepatic vein dilation in a patient with budd-chiari syndrome, the tip of a performer introducer separated. The device was inserted into the left common femoral vein, which was described as normal, without scarring, or distortion. The device was used to access the inferior vena cava. Resistance was not encountered during insertion or removal of the device. Multiple balloons were used (cook devices as well as balloons made by other manufacturers) to dilate the hepatic vein. The dilator was reinserted and the introducer was removed from the patient. After removal, the user noted that the device was approximately three-centimeters shorter than it was at the beginning of the procedure and the end was uneven. The user searched on and around the operating table; however, the tip was not located. Fluoroscopy was then used to image the entire body and radiology was consulted for an ultrasound of the systemic arteries and veins, but the separated tip was not found within the patient. An emergent CT scan was performed; however, a foreign body was not identified within the patient. The patient was discharged in good condition. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.